Manufacturer narrative:
(B)(4). Analysis of the pump revealed no anomaly and normal device function. However analysis of the catheter concluded pump-connector anomaly. The 4.1 cm of sc assembly including the pump connector was returned for analysis. Under microscope inspection a circular dent was seen in the bottom of the cup of the sc connector consistent with the inner diameter of the tip of the outlet port of the pump. A significant majority of the indent was located in the silicone material of the cup of the sc connector. This indicated the connection between the sc connector and the pump's outlet port may possibly have been occluded at one time in the implant history of the system.

Event description:
The device was returned with no info. The drug infused via the pump per MFR's records was dilaudid. Further info has been requested but was not available as the date of this report.